Manufacturer narrative:
(B)(4). Date received by manufacture - correction to date on initial MDR, should be 03/10/2016.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient had a failed transmitter. There was no report of injury or medical intervention. No additional event or patient information is available.